Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing thresholds, increased pacing impedances, and decreased sensing amplitudes. It was suspected that the patient was also suffering from pacemaker syndrome due to loss of atrial ventricular synchrony. The patient had experienced pleuritic chest pain after implant and the physician had suspected that the ra lead may have contributed to pericarditis. A CT scan was ordered and confirmed that there was no evidence of a lead perforation or pericardial effusion. A revision procedure was performed and this ra lead was replaced and discarded. During the revision, removal difficulty and helix retraction difficulty was encountered. No additional adverse patient effects were reported.